Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an enteral feeding extension set. The customer reports that the medication port on the y-site of the product is coming apart. The customer states that a pt in a long term chronic ICU at the facility, was on enteral feed and insulin drip, and had the y-site port dislodge spontaneously, and feed went into the bed. The pt's blood sugar went critically low, reportedly as a result of no nutrition, and of insulin drip running. The pt was resuscitated, (blood sugar value was reportedly close to 1) with d50w and multiple adjustments to feeds, and insulin drip and the pt stabilized. No sample available yet, as it is being held by the customer, as per their risk assessment protocol. More info to come.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.